Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient underwent a generator replacement due to failure to communicate with the device, as it had reached full battery depletion. The new generator was tested and system diagnostic results revealed high impedance (dcdc ¿ 7). Further information was received indicating that the patient has metabolism and obesity problems. The replacement surgery was scheduled for replacement of the generator only. And approval by the patient¿s parents was required in order to proceed with a lead replacement during the same intervention. The parents decided not to proceed with the lead revision because they stated that the patient was seizure free. The new generator was not enabled. It was reported that the patient¿s epilepsy responds positively to new aeds, staying seizure free for one year to one year and a half, with a relapse in seizure frequency and intensity after that time. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. No known further surgical interventions have occurred to date.